Event description:
Patient responded via letter that the issue of the controller not waking up has been mostly resolved. They also stated that occasionally stimulation turns off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt, serial: (B)(6), product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that they have been having issues with their controller for a couple weeks now. Caller stated that a few days ago the controller wouldn't wake up at all and they tried resetting the battery but it didn't resolve the issue. Caller mentioned that they have an old controller from their previous implant and put the battery pack from the old controller into their newer controller which did power the controller on, but once they went back to the newer battery pack the controller would not power on right away. Caller added that every once in a while they will get a message that says the battery is low and to replace the battery. Caller noted that this has happened about 3 times now. Caller added that a few times when changing their program group, the controller will load for a long time and then just shut stimulation off all together. Caller noted that yesterday it took an hour and a half or more to charge the implant from 70% to 100%. Agent had caller reset the controller battery and examine the equipment for damage. Caller denied visible damage. Agent asked caller if they have seen any other error messages but that hasn't happened with this device. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded via letter that the issue of the controller not waking up has been mostly resolved. They also stated that occasionally stimulation turns off.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the 97745 controller (s/n#: (B)(6)) revealed a cracked front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.